Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient lost ten pounds recently and, since then, the neurostimulator has been flipping horizontally in the pocket causing discomfort at the incision scar. Otherwise, the patient has been happy with their symptom relief. The patient had their pocket revision on (B)(6) 2025.